Event description:
After intubating a patient, it was discovered that the cuff was malfunctioning and leaking air, requiring the tube to be replaced. The tube cuff was checked prior to insertion. After intubation, patient continued to have increased respiratory distress, high respiratory rate, and had events of desaturation despite being on a ventilator. The patient had to be sedated, paralyzed and re-intubated to solve this problem, during which the patient required vasopressors due to the required levels of sedation. This also required the patient to have a central line inserted. This was another faulty cuff. We have saved it and will be sending it down to materials management with materials. The central line was a different matter, just happened at the same time. We have had issues with these et tubes for some time now and when we find a faulty one we send it down to materials so they can carry the issue from there.